Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. Noise was not reproducible with isometrics. All other electrical measurements were in range. The lead was reprogrammed. The patient was in stable condition.